Event description:
Topcare thermometer reported temperature potentially 4 degrees lower than actual, significantly changing course of care. This was a brand new top care thermometer purchased that morning. This has happened before with top care and other brands of home use digital oral thermometers. With people making quarantine decisions partially based on home thermometer use, this is a serious issue in regards to the pandemic, but also in general use. I am a home birth midwife. Families I serve provide their own thermometer with we monitor the temperature of newborn babies. Starting about 2 years ago, nearly all these home use electric oral thermometers have been grossly inaccurate, rendering them worthless for diagnostic use. Is the FDA okay with effectively toy thermometers being sold as legitimate diagnostic tools? Excuse me if this isn't the right place for this complaint, but I hope you can agree that this is a serious issue during normal times, but especially during a pandemic. FDA safety report ID # (B)(4).